Manufacturer narrative:
Plant investigation: an actual sample was received from the customer without the original package. The actual sample was visually inspected and was found acceptable. No damage was observed. In addition, the sample was tested in the cycler machine and no issues were detected. During the evaluation of the actual sample, the alleged failure was not confirmed. A dimensional inspection was performed to the actual sample using a digital caliper with acceptable results. During the simulated use test, no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that their safe lock connector became disconnected from the bag during treatment and as a result, solution spilled onto the floor. The patient reported that their peritoneal dialysis nurse advised the patient to discontinue treatment and the patient had to continue treatment using stay safe solution. There was no patient harm or adverse event. It was reported that the patient was given antibiotics (unknown). It was reported that the safe lock connector was available to be returned for physical evaluation. Additional information has been requested, however to date has not been received.

Event description:
Additional information from the peritoneal dialysis clinic was received on 7/17/2019 with information stating that the patient completed treatment by manuals. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (1 gram, intraperitoneal, one day) and gentamicin (60 mg, intraperitoneal, one day). It was confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The stay safe drain set is available for return.